Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm checked the system logs and found error code 112 which refers to error in the video and/or executive processor boards. As a precaution, the stm replaced the video generator board and executive processor. All safety, functionality, and calibration checks were passed per factory specifications, and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly powered off. When they powered the unit back on it had full batteries.the iabp was working so it was kept on the patient. Later that day the same failure occurred again and would not turn back on. After swapping it out , they were able to get the pump to turn back on and again the batteries were full. No patient harm, serious injury or other patient adverse event was reported.